Manufacturer narrative:
(B)(4). Batch # u93a76. Date of event is 2020. Event day and event month were not reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and the visual analysis of the returned sample determined that the b12lt device was returned with no apparent damage. Further analysis showed that the device had 12mm printed on the universal seal and the sleeve belongs to an 11mm, thus not allowing the obturator to be inserted in the sleeve. In addition, the tip from the sleeve was noted to be damaged. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the trocar obturator was not entering the sleeve it is unknown how the procedure was completed. There was no patient consequence.